Manufacturer narrative:
E.1 initial reporter facility name ¿ (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-feb-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had a hardware failure. A field service engineer found that the device displayed a black screen and had no power. The fse isolated the issue to main drawer 5. Using a meter, the fse determined that the drawer controller was defective and replaced the drawer controller. The fse also inspected the pyxibus cable, retractor band cable, and row board cable. The drawer was verified using diagnostics and functioned properly. The customer successfully tested the drawer in the application. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the station did not power on, preventing medication access. The nurse obtained the medication from the pharmacy after a delay of 5 to 10 minutes. The customer rebooted the station, checked the power connections, confirmed the power source was working, and noted that the station was offline in remote support service. The customer stated that this malfunction occurred while dispensing the medication and the user managed to get the medication from pharmacy, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.